Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-13. It was reported that the hcp was from the surgeon¿s office and did not monitor the pump. It was noted that the patient did have the pump replaced on (B)(6) 2017 and that at the time they saw the patient for surgical evaluation they weighed (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 10.5 mg/ml morphine at a dose of 2.5 mg/day via an implantable pump for non-malignant pain, chronic low back pain, lumbar radiculopathy, and degenerative disc disease. It was reported on (B)(6) 2017 that the patient had their pump placed in (B)(6) and was told they would need a battery seven years later. It was stated that the pump failed early in (B)(6) 2017. They didn¿t know that, so the patient went into convulsions. The consumer took the patient to the emergency room (ER) several times. The patient was admitted to a neurological hospital where they spent a week. The patient was put on all kinds of medication to calm them down. It was asked but unknown if this was considered a sudden or gradual change in therapy/symptoms. The consumer took the patient to the hospital for a refill and found out that the pump had failed in (B)(6) 2017. The patient did not hear any alarms. It was stated that the battery was fine, the pump was what failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2021-jan-22. It was reported that the patient's pump was replaced on (B)(6) 2017 to resolve the pump reaching end of service (eos). The consumer reported that the pump reaching eos was "missed" due to the patient not understanding what they were hearing with the alarm.